Event description:
Discordant sodium (na), potassium (k) and urea nitrogen (bun) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and bun results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced system probes and performed alignments. The cse also cleaned the integrated multisensor technology (imt) module and drains. The cause of the discordant sodium, potassium and urea nitrogen results is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.